Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the reported issue could not be reproduced. A field service engineer confirmed no issue was found. The system functioned as intended after the field service engineer resolved the issue.

Event description:
It was reported that when using the pyxis medstation es system,it experienced a drawer malfunction. A customer indicated that the user experienced a delay in dispensing medication as a result of a reported malfunction. There were no adverse events or injuries reported based on this event.